Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Customer does not want the device to be repaired because they are purchasing new pumps to replace the old model. Customer replaced the pump out of service. A supplemental medwatch report will be submitted if additional information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated electrical test failure code #53 (drive transducer offset failure). The patient was switched to another iabp and therapy was continued. No patient injury was reported.